Event description:
The customer initially reported that the device was displaying only the attention and charge-pak icons. After an initial evaluation by physio-control, it was observed that the internal hlc batteries in the device could not hold a charge and depleted overnight. The device would not have sufficient power to be able to provide defibrillation therapy to a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio observed that an internal battery, designator bt3 from the analog pcb, would not hold its charge and contributed to the battery depletion at a much faster rate than normal. It was also observed that internal batteries bt1 and bt2, also from the analog pcb, would not charge past 3.7 volts, but appeared to have the ability to still hold a charge. The customer received a replacement device.